Event description:
Reportedly, the follow up of the subject pacemaker could not be completed on (B)(6) 2012; telemetry errors occurred and error messages were displayed by the programmer, even after a complete reboot of the programmer. However, all green leds of the programming head were on. The pt was sent back home. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.